Event description:
It was also reported that a pump experienced system error 322. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device returned and evaluated by baxter. Device was tested for 24 hrs with no occurrence of ec 322. Review of the history log confirms the ec322 reported symptom. Eval was unable to determine the cause. Eval of known contributors to ec 322, as found has led to the determination that the upper and lower auxiliary were the failing components and were replaced.